Event description:
It was reported that bd nexiva single port adapter is crimped. The following information was provided by the initial reporter: the connection port of the 20 gauge IV was crimped and unable to be connected to. What was the original intended procedure? Piv access.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Event date updated in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383517 and lot number 4178003. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Additional information: in the medsun event document the event date is 10/16/2024.